Manufacturer narrative:
The failure investigation has been completed and the alleged battery issue was verified in the pump logs; however, no failure was identified. Based on the analysis, the alleged wake button and usb port issues could not be verified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer went to the emergency room (ER) and was subsequently admitted to the intensive care unit (ICU) due to a blood glucose (bg) level of 700 mg/dl and a brain bleed. Cause for bg was due to pump battery depleting quickly resulting in the pump shutting off. The customer administered a manual injection prior to going to the ER to address bg, and was treated with intravenous fluids of saline and insulin while in the ICU which reportedly resolved the issue. At the time of the report with tandem technical support there was no permanent damage and the customer was still admitted to the ICU. Additionally, it was reported that the wake button was not working and that the pump's usb port was loose, and the pump battery intermittently could not be charged properly without the customer maneuvering the cable into the charging port at a certain angle. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, no response was received from the customer.